Event description:
It was reported that pump generated occlusion alarms identified by caller as alarm 2 followed by alarm 26, and caller also observed ball of insulin in tubing. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to disconnect and test tubing and cartridge with bolus deliveries, remove and inspect cartridge, and confirm there were no visible cracks, damage, or debris, then filled and loaded new cartridge and was advised to replace supplies as needed and resume insulin therapy; no additional information was received regarding the outcome of the event.